Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per (B)(4), effective date: 08jun2017. Consumer reports "she felt like she was burned" by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on her back/ one area that was open [thermal burn], puts them on her neck [device use error], massively irritated skin [skin irritation]. Case narrative: this is a spontaneous report from a contactable health professional (hcp) reporting on behalf of the patient at chiropractic office. A caucasian female patient in her 70's started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t78969, expiration date aug2020) on (B)(6) 2018 for hip and back pain. Relevant medical history and concomitant medications were not reported. The patient reported the wraps wouldn't stick, so she put tape on to hold it. She only used the heatwrap once "for a little bit" and ended up with burns on her back on (B)(6) 2018. Patient stated that she had massively irritated skin on her hip on (B)(6) 2018. She stated that she had one area that was open and ended up scabbing. Everywhere she put them on, her neck, middle back and lower back, she had very irritated skin. She stated she felt like she was burned. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Wraps were discarded. The outcome of the event burns on her back/ the area that was open was not resolved, and the outcome of the other events remained unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per (B)(4), effective date: 08jun2017. Consumer reports "she felt like she was burned" by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12feb2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (02apr2018): new information received from a contactable other hcp on behalf of physician includes added new reporter. In addition, primary reporter in the narrative updated from consumer to hcp and event outcome in the narrative updated. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns on her back/ one area that was open [thermal burn] , massively irritated skin [skin irritation], puts them on her neck [device use error]. Case narrative:this is a spontaneous report from a contactable consumer (assistant) reporting on behalf of the patient at chiropractic office. A caucasian female patient in her (B)(6) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t78969, expiration date aug2020) via an unspecified route of administration on (B)(6) 2018 for hip and back pain. Relevant medical history and concomitant medications were not reported. The patient reported the wraps wouldn't stick, so she put tape on to hold it. She only used the heatwrap once "for a little bit" and ended up with burns on her back on (B)(6) 2018. Patient stated that she had massively irritated skin on her hip. She states that she had one area that was open and ended up scabbing. Everywhere she puts them on, her neck, middle back and lower back, she has very irritated skin. She states that she felt like she was burned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Wraps were discarded. The outcome of the event burns on her back/ the area that was open was recovering, and the outcome of the other events remained unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per (B)(4), effective date: 08jun2017. Consumer reports "she felt like she was burned" by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on her back/ one area that was open [thermal burn], puts them on her neck [device use error], massively irritated skin [skin irritation]. Case narrative: this is a spontaneous report from a contactable consumer (assistant) reporting on behalf of the patient at chiropractic office. A caucasian female patient in her (B)(6) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t78969, expiration date aug2020) on (B)(6) 2018 for hip and back pain. Relevant medical history and concomitant medications were not reported. The patient reported the wraps wouldn't stick, so she put tape on to hold it. She only used the heatwrap once "for a little bit" and ended up with burns on her back on (B)(6) 2018. Patient stated that she had massively irritated skin on her hip. She stated that she had one area that was open and ended up scabbing. Everywhere she puts them on, her neck, middle back and lower back, she has very irritated skin. She stated she felt like she was burned. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Wraps were discarded. The outcome of the event burns on her back/ the area that was open was recovering, and the outcome of the other events remained unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per (B)(4), effective date: 08jun2017. Consumer reports "she felt like she was burned" by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12feb2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns on her back/one area that was open" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin irritation and device use error are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.